Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured no location could be given due to explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.